Event description:
It was reported to resmed that a pt using a vpap auto 25 went into respiratory distress. The pt was in the hospital at the time of the event. Resmed has attempted to determine why the pt was hospitalized and whether this was related to the adverse event but this info has not been made available at this time. Per the reporter, the pt is fine but remained at the hospital.